Event description:
The device was used during a pneumenectomy procedure. Reportedly, the staples did not close when fired on the bronchus stem. The surgeon removed the staples and applied suture to close the bronchus stem. No patient injury was reported.